Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 34 units. Reportedly, the cartridge was filled with 230 units of insulin. Blood glucose level was 120 mg/dl. Reportedly, the customer continued using the pump and had manual injections available as alternate insulin therapy.